Event description:
It was reported the nurse increased pt's daily dose from 31.9 mg/day to 35 mg/day. The type of medication, concentration, and daily dose being administered via the pump were not reported, device registration indicates it is morphine. Pt was admitted to the ER with unspecified symptoms. The ER hcp had requested instructions for stopping the pump. No outcome was reported. Add'l info has been requested from hcp, but was not available on the date of the report.